Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review is in process but hasn't been completed. Once the results are available, a supplemental report will be submitted. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise.

Event description:
As reported, during use with patient of this hemosphere, the screen froze. There was no data. The issue was noticed during a lung transplant. The oximetry cables were unplugged and plugged in again, but the issue remained. The swan ganz catheter was connected to a vigilance ii monitor and the issue was solved. There was no allegation of patient injury. The product was not available for evaluation. As per follow up, it was communicated that the parameters that were being displayed when the screen froze were: cardiac index (ci), stroke volume index (svi), stroke volume (sv), mixed venous saturation (sv02), ejection fraction (rvef), mean heart rate, and end diastolic volume index (rvedvi). It was unknown if there was any alarm or error message displayed. The values that were displayed appeared in white, with the last measurement. It showed the hour and monitor timer as if they were calculating but nothing new appeared.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.